Manufacturer narrative:
The reported event of a hot system controller was not confirmed. The controller did not return and therefore was not able to be tested. The design input requirement for the hm2 controller states that ¿the system controller case temperature must not exceed 38°c (100.4°f) at an ambient temperature of 20°c¿. The log file does not provide any information regarding the temperature of the controller and no other documents were provided. System controller, serial (B)(6), was not returned for analysis and remains in use. The provided information indicated that the problems resolved when the patient connected to batteries. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). The pump issues are reported under MFR# 2916596-2019-03623. Approximate age of device - 2 years, 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was woken up by alarms in the middle of the night. The pump power was up to 24 and pump flow had a drop in turns from 9200 to 3500 rpm. The controller system and all the wires were very hot. All these problems resolved when the patient connected to batteries. Patient was immediately admitted to the intensive care unit and given heparin 5000 units in bolus and continued standard heparin infusion. The low speed events were consistent with a driveline issue although no damage was visible on x-rays, echo, and CT scans. The patient felt the pump stops and starts, but is hemodynamically stable. Technical services performed a driveline evaluation and there were no pump stops or fluid present in the driveline. The patient is stable and on an ungrounded cable. No further information was provided.